Event description:
A review of a service data has detected a reportable event. Upon servicing, monitor sn (B)(4) reset during testing. The last patient to use this monitor did not report any problems with this monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor reset during testing. Upon investigation, the solder connections for high voltage capacitor c22 were broken from the defibrillator board. In addition, the printed circuit boards, the board to board connectors, and several components on the boards were burnt. The cause for the reset during test and the burnt components was the broken solder connections on capacitor c22. The root cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain in the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the broken leads on c22. The last patient to use this monitor did not report any problems with this monitor.